Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the equipment cutting their skin and scraping off a birth mark, causing it to bleed. There is no indication that the patient received medical intervention. Patient reported that the wound is better.